Event description:
A patient reported the way the interstim was implanted in her body, she lost weight and when she lost weight the device turned. The patients stated the device went from being flat to curving in her body and so instead of make a flat circle it was on its side. The patient stated since she was overweight, they should have implanted the device in a pocket of fat so that it did not move. The patient noted the implant migration occurred in the middle of 2016. The patient is implanted for gastrointestinal/pelvic floor.

Event description:
Additional information was received from a patient on (B)(6) 2017. It was reported that the steps that were or would be taken to resolve the ins migration due to weight loss was that when the patient first had some problems with the device turning the doctor suggested making a pocket in their bottom to make sure the device did not move anymore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.